Event description:
It was reported that the patient had seeping, fluid discharge and infection that was noted on the implantable pulse generator (ipg) site. The patient was admitted to a hospital. The patient underwent a spinal cord stimulator (scs) system explant procedure. It is not known if the infection is device or procedure related. The explanted device components were discarded.

Manufacturer narrative:
Block b3: exact date unknown, event occurred almost a month post ipg swap. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 14861092/14861092. Product family: scs-lead fixation: upn: m365sc43160, model: sc-4316, batch: 15135863.